Event description:
Boston scientific received info that the pt with this subcutaneous implantable cardioverter defibrillator (s-ICD) was syncopal as a shock from the device was delivered; the pt recalls being on the ground. As a result of the episode, the pt sustained a three to four centimeter laceration, a hand fracture which will require orthopedic intervention, and scrapes. A device eval was performed and when the pt skipped a similar signal to what was seen at the time of the events was recreated; the skipping motion was what the pt was doing at the time of the event. The shock was determined to be inappropriately delivered and the sensing vector was reprogrammed. It was anticipated that the electrode would be repositioned in the future.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.